Event description:
(B) (4). Same case as 2134265-2009-04783 and 2134265-2009-04784. It was reported that post a percutaneous coronary intervention procedure, a patient death occurred. The patient presented with myocardial infarction (mi) occurring between 24-72 hours prior. Three lesions were identified at the time of presentation. Target lesion 1 was 98% stenosed and located in the left anterior descending (lad) artery. The lesion was 14mm in length and the reference vessel diameter was 3.0mm. A liberte bare metal stent (bms) 3.0x16mm was implanted at the lesion site. Residual stenosis was reported as 0%. Target lesion 2 was 78% stenosed and located in the lad. The lesion was 12mm in length and the reference vessel diameter was 3.0mm. A liberte bms 3.0x12mm was implanted at the lesion site. Residual stenosis was reported as 0%. A dissection was reported to have occurred during the procedure (details and intervention unspecified). Target lesion 3 was 94% stenosed and located in the circumflex artery. The lesion length was 14mm and the reference vessel diameter was 2.7mm. A liberte bms 2.75x16mm was implanted. The procedure was a technical success. Eight days post procedure, the patient experienced sudden cardiac death. No further information is available.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.